Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. The following devices were also listed in this event: patient specific distal femur (mets) extension shaft, pin (B)(4). Unknown distraction tool. Based the reported information regarding this event, these devices did not contribute to the patient's experience. Device not available.

Event description:
It was reported: "a mets distal femur was being revised due to infection. The stem was staying in situ; therefore, the shaft needed to be disengaged from the stem. We used the distraction tool, in the correct alignment in the hole nearest the stem. However, the distraction tool was bent and got stuck. A further distraction tool was inserted into the hole on the extension shaft to disengage this, which also got stuck. After 30 mins, the surgeon managed to dislodge the first distraction tool and inserted a third one into this initial hole near the stem. This also got stuck. After managing to remove this one, he burred the end of the tool to try and straighten it. After 45 minutes the surgeon decided to leave the extension shaft and principle shaft in situ, and only replace the condyles. This incident added 45-50 mins onto the length of the case, and the initial outcome of revising the shafts was not achieved." This MDR is to cover the intraoperative event.